Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose was 190 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had no delivery alarm during basal. Customer states the insulin did not exit. The insulin pump did not alarm with no reservoir detected. The customer was advised that the insulin pump need to be replaced and to revert to the back-up plan. The device will be returned for analysis.